Manufacturer narrative:
(B)(4).

Event description:
During follow up, rv lead x-rayed and found to have displaced. The patient underwent rv lead revision where the existing rv lead was explanted and a new rv lead was implanted. No patient symptoms were reported.